Event description:
Information received from the field does not address the patient's clinical status but notes microprocessor reset. The message, "telemetry error. Please remove telemetry wand for 2 seconds and replace" was continually displayed. The device partially accepted interrogation but stopped at the 60% mark.